Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported by the healthcare professional to the company sales representative "in the middle of surgery there was a loud noise and a pop that came from the schrader attachment in the hose. The complainant stated that it exploded". Device use was discontinued during the procedure. No one was injured and there was no patient harm. There was an unknown delay in surgery.

Manufacturer narrative:
Investigation: the investigation has been cattied out by the aesculap technical service (ats) department. The air hose ga468r with the serial number (B)(4) was manufactured on the 9th of january 2014. A maintenance/repair has not taken place since that date. The compressed air hose (inner hose) burst at the connection on the wall side, most probably due to kinking/bruising of the hose. At the handpiece side, the air hose is leaking. The valve is stiff due to adhesive on it. Furthermore, the coupling is deformed at the wall side. Liquid can be found in the interior. Batch history review: the device history records have been checked and found to be according to the specification valid at the time of production. There is no indication of a manufacturing failure. No further complaintsregistered against the same lot. Conclusion and root cause: the failure is most probably maintenance/usage related. Rationale: we assume that a lack of maintenance in combination with usage related factors may have lead to the air hose bursting. According to our IFU, a maintenace must take place at least once per year. No CAPA is necessary.